Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date received by manufacturer: this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, -04.50 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to glare/halos. This resolved the problem. The cause of the event is reported as patient related factor.